Event description:
It was reported that shaft break occurred. The target lesion was located in the bifurcation area of left anterior descending (lad) artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was used for dilation and it was noted that the balloon catheter snapped in half. The physician then pulled the device into the guide catheter and both devices were removed completely from the patient. The procedure was completed with another 20mm x 3.00mm nc quantum apex¿ balloon catheter and it worked fine. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a guidewire. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile that the shaft was kinked at the exit notch and torn and buckled from the 6mm distal of the exit notch. The inner shaft was buckled 3mm distal of the proximal markerband and the balloon was bunched at this area. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 53.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the bifurcation area of left anterior descending (lad) artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was used for dilation and it was noted that the balloon catheter snapped in half. The physician then pulled the device into the guide catheter and both devices were removed completely from the patient. The procedure was completed with another 20mm x 3.00mm nc quantum apex¿ balloon catheter and it worked fine. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).